Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker received a voicemail message saying that this device was going to stop working. Boston scientific technical services (ts) referred the patient to the clinic. This device remains in service. No adverse patient effects were reported.